Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5,e1,e2,e3,g2,h4. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. In speaking with the olympus technical assistance center (tac), they suggested cleaning the contacts with an alcohol prep pad. If that didn't work to try reseating the maj-1933 and maj-1941 cables. Customer reported they only use 190 series scopes and always cycled power. The issue did not occur with any other scopes. The customer would try this after the procedure and report back. Based on the results of the investigation and the information provided, it was determined that the image was interrupted when the device was wiggled due to the following reasons. Since the video connector latch was defective, it could not be connected properly. As to the cause of the defect, the device might have been damaged or affected due to fatigue caused by repeated operations or strong impact from the outside. However, it could not identify a cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B1- correcting b1 by selecting product problem (e.g., defects/malfunctions) field that was left unchecked initially.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; labels are faded on the front panel, power switch needs to be replaced due to crack damaged around the white plastic; lock latch on the video connector was worn out, causing loss of image when wiggle the scope end connector, and it does not hold the scope connector properly; software update needed; the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center power switch had a crack and it was damaged around white plastic. There were no reports of patient involvement.